Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported device turns off, which was not reproduced during evaluation. A review of the event history log identified improper shutdown messages. Evaluation tested the device with battery power alone and alternating current power alone. No problems were found. Evaluation found potential causality with the battery pins being depressed. The rear case replacement will resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input. There was no patient involvement. No additional information is available.